Event description:
It was reported that; attempted to connect and rod by the nut driver, the middle of screw was broken. Replaced another screw and implanted. Complete the procedure.

Manufacturer narrative:
Device history review, complaint history review, risk assessment. The device was not returned from the site, and it unavailable for evaluation, so visual, functional, and dimensional inspection could not be performed. No relevant manufacturing issues were identified as all units met stryker specifications. There is not enough information available to conclusively determine a root cause.

Event description:
It was reported that; attempted to connect and rod by the nut driver, the middle of screw was broken. Replaced another screw and implanted. Complete the procedure.